Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 4. On (B)(6) 2025, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain and increased sensitivity. No further patient complications were reported.